Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. The customer successfully loaded the second cartridge onto the pump after adding additional insulin into the cartridge. Customer's blood glucose level was 260 mg/dl.